Event description:
On (B) (6), 2010 the lay user/reporter, the patient's husband, in algeria contacted lifescan (lfs) to report the one touch ultra 2 meter would power off during use. The technical service representative contacted the patient to obtain and clarify information; however, was unable to reach her by telephone. The sr. Medical surveillance specialist classified the complaint based on the information originally provided to customer service. Since (B) (6), 2010 the patient noted the reported meter would power off during use; she did not obtain a blood glucose reading. During this time period, the patient continued to take her usual doses of insulin on a sliding scale. On an unspecified date afterwards, the patient experienced symptoms of hyperglycemia; she did not provide her specific symptoms. On (B) (6), 2010 the patient visited her physician, who treated the patient with a glucagon injection, and the patient was hospitalized. The physician also prescribed a different type of insulin and increased the dose to forty units three times per day. It would have been helpful to determine the patient's specific symptoms, her blood glucose level if tested by the hcp, and her admitting diagnosis. Troubleshooting revealed the patient had correctly replaced the meter's battery and there was no misuse of the product. The issue was not resolved. The patient allegedly suffered symptoms of severe hyperglycemia after she was unable to test her blood glucose levels due to the meter power issue, and received emergency medical attention and treatment. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.